Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 10mm no latex. Visual and functional testing of the returned sample confirmed the product did not meet specifications that were tested regarding the reported conditions due to the disengaged valve seal. Replication of the observed condition may occur when a foreign object is introduced to the device during a clinical application. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, the device didn't have safety valves that prevent gas leakage. The issue was resolved with the use of another device. There was no patient injury.